Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) and right ventricular (rv) lead showed over and under sensing on the ra lead channel and under sensing in the rv lead channel. The sensitivity on the ventricular lead was in the most sensitive setting. The patient showed irregular r waves. It was suggested to perform a complete lead evaluation on both leads and various programming options were recommended as well. Both ra and rv leads remain in service. No adverse patient effects were reported.